Event description:
Device malfunction: stent migrated after placement. Symptoms/ae: placement of second unplanned stent. Time of ae: during procedure. It was reported that during a right internal carotid artery stenting procedure, after stent deployment, the stent moved forward, covering only part of the lesion. The extreme calcification of the lesion caused the stent to move forward despite the physician taking precautions of pulling back when deploying the stent. A second stent was required to fully cover the lesion. The second stent was deployed without issue. There were no adverse patient effects reported. One day post procedure, the patient was discharged to home. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. The extremely calcified lesion could have been a contributing factor to the reported event, but since the device was not returned to abbott vascular a definitive conclusion cannot be made. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.